Event description:
Patient in for anterior cruciate ligament (acl) reconstruction under arthroscopy. The 3mm guide pin was inserted into the patient and into the retrodrill guide; however, once they were ready to remove the pin from the guide, it would not fit through the opening to lift out. Discovered that the drill guide had a 2mm opening and would not fit the 3mm pin. The pin had to be removed. Company representative determined that the new packs of 2mm guides and pins were being replaced with a 3mm, and this pack was inadvertently sent without the guide being replaced to fit the larger sized pins. This tray pack was shipped from the company for this procedure.